Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The difficulty removing the device could not be replicated due to condition of the returned device. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left main/circumflex artery. A xience alpine 2.5 x 23 mm stent delivery system (sds) was advanced to the lesion but failed to cross due to the patient anatomy. When the sds was removed from the patient, it was noted that the stent struts were flared during the failed attempt to cross. Additionally, it was reported that there was possible resistance felt during removal through the guide catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.